Event description:
It was reported that during procedure, the surgeon took the lead out of the box and saw that the sleeve was broken. This lead was not used and the surgeon took a new one. The patient was stable before/during/after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.